Manufacturer narrative:
The customer¿s report of a possible secondary overinfusion was not confirmed. The pcu event log shows that at 5:13 am on (B)(6) 2016 the device was programmed to infuse ivf at a rate of 5ml/hr. After the primary infusion was started, a secondary infusion of potassium cl ¿ central 20meq/50ml was programmed to infuse at a rate of 25ml/hr with a vtbi of 50ml. At 5:20 am, the device was channeled off. There were no alarms prior to the user channeling the device off. The volume recorded as being infused during this period was 0.027ml for the primary infusion and 2.7ml for the secondary infusion. Functional testing found the pump module to be delivering fluid within specification. The disposable sets were not returned for evaluation. The root cause of the reported event was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary potassium bolus of 20 meq kcl infused faster than expected, and would like an event log review to determine programming. After the event was discovered, tubing was changed and EKG and labs were ordered. Results of tests did not indicate that the patient had clinical effects consistent with a large bolus of potassium. No adverse patient effects were noted and the sets were not saved. Biomed completed internal testing with the devices and no issues with the devices were reported.